Event description:
It was reported that the power switch on the workstation of the cardiac system is not working correctly. If you tap workstation, power turns off. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the power switch. Power switch replaced. The system was tested and found to be working as intended and placed back into service.